Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros eciq immunodiagnostic system. Review of vitros trop I es quality control results from the time frame of the event did not identify the occurrence of a reagent malfunction. There was no evidence of an instrument malfunction, however, insufficient performance testing was completed at the time of the event to reach a definitive conclusion. The patient samples were not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument issue cannot be ruled out as potential contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from multiple patient samples run on the vitros eciq immunodiagnostic system. The observed vs. Expected vitros trop I es results for each sample were: patient 1 (0.075 vs. 0.019, 0.018), patient 2 (0.066 vs. <0.012), patient 3 (0.086 vs. <0.012), patient 4 (0.686 vs. <0.012), patient 5 (0.068 vs. <0.012), patient 6 (0.101 vs. <0.012), patient 7 (0.099 vs. 0.014, 0.017), patient 8 (0.072 vs. 0.014, <0.012), patient 9 (0.064 vs. <0.012), patient 10 (0.058 vs. 0.021, 0.022), patient 11 (0.069 vs. <0.012), and patient 12 (0.062 vs. <0.012) ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros trop I es results were not reported out of the laboratory. There was no report of patient harm as a result of this event. This report is number six of nine MDR¿s for this event. Nine 3500a forms are being submitted for this event as nine devices were potentially involved. (B)(4).